Event description:
Breathing issues; I have a philips respironics remstar se 220p with system one 60 series CPAP (serial number: (B)(4)) manufactured 7/19/2013 which is not showing up as a recalled device. The other cpaps manufactured by philips before and after are. System one 50 and 60 series, remstar auto, etc. If all of their other machines manufactured before and after mine are recalled, I'm wondering if my particular model has erroneously been left off the recall list? If it doesn't have pe-pur, then what is being used for sound abatement? FDA safety report ID# (B)(4).